Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a ¿connect and disconnect service¿. The peritonitis was manifested by cloudy bags. The patient was not hospitalized for the peritonitis event as it was reported the patient refused to go to the hospital to be treated; therefore is being treated at home. The same day as diagnosis the patient began treatment with intraperitoneal (ip) vancomycin 2 gram (frequency not reported) and ip gentamicin 40 mg (frequency not reported). Action taken with pd therapy was not reported. At the time of this report the patient was not recovered from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was recovering from the peritonitis event (previously the outcome was reported as not recovered). It was unknown if the patient was retrained on the proper aseptic technique as the patient was reported to be considered ¿difficult¿. Should additional relevant information become available, a supplemental report will be submitted.